Manufacturer narrative:
G4: 05feb2020. B4:(B)(6) 2020. The device was evaluated by the field service engineer and it was determined that the ventilator had a broken fan filter and that the back-up battery had no issues. The field service engineer replaced the fan filter to address the issue. The issue was resolved and the ventilator now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/24/2019.

Event description:
The customer reported a ventilator with a back-up battery issue. There was no patient involvement.